Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation this incident, a field service engineer (fse) worked with customer to successfully recover device. Customer successfully recovered failed storage space. No need for fse on-site. Customer to place additional ticket if issues continue. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es fridge was unable to be recovered. When attempting to scan an item to open the fridge, it did not open. The customer attempted to recover the fridge; however, the problem persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.